Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided within 30 days or upon completion of investigation.

Event description:
Applied medical was notified on (B)(6) 2011 by the health office in (B)(6) of the following incident: incident as reported: laparoscopic repair of incisional hernia - "umbilical port was introduced (11mm separator) another 1 x port was introduced (5mm separator under vision using a laparoscope haemorrhage occurred from the 11mm site. Resuscitation took place which was unsuccessful. All emergency drugs and equipment were available and used." Patient status: patient unfortunately died in theatre.